Manufacturer narrative:
No products were returned to nxstage for eval. There have been no similar problems reported with this lot of dialysate saks. The pt reported not feeling well prior to the start of treatment. The pt blood cultures were negative. It is suspected that the dialysate specimen may have been contaminated by the collector of the specimen. The user guide includes adequate warnings and instructions regarding the use of aseptic technique when making sak and cartridge connections. Dialysate must pass through a 1.2 micron filter prior to entering the cartridge. Additionally, the dialyzer itself with an average pore size of 0.007 microns maintains separation between the blood stream and any alleged contamination in the dialysate. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Pt reported not feeling well prior to initiation of routine hemodialysis treatment. Within 30 minutes after treatment started, the pt spiked a fever and had chills. The treatment was ended and the pt was admitted to hospital. Facility nurse reports pt was admitted on (B)(6), and discharged on (B)(6). Blood cultures were negative. Per nurse, physician diagnosis was pancytopenia. Dialysate cultures drawn by nurse on (B)(6) 2010, were positive for pseudomonas aeruginosa. Pt was treated with IV levaquin and discharged on oral levaquin.